Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported during a blood transfusion for a post partum hemorrhage, they noticed a small pin prick hole in the silicone portion that caused blood to leak outside the tubing during the infusion. Replacement tubing was quickly located and the blood transfusion was resumed. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported during a blood transfusion for a post partum hemorrhage, they noticed a small pin prick hole in the silicone portion that caused blood to leak outside the tubing during the infusion. Replacement tubing was quickly located. And the blood transfusion was resumed. There was no report of patient harm.